Event description:
During follow-up, there were episodes of noise and increased pacing impedance noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise and increased pacing impedance were confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray inspections found the outer insulation was damaged due to bending which fractured all the filars of the inner coil in two locations at proximal region. Microscopic evaluation verified that all the filars of the inner coil was fractured in these locations. The cause of the reported events was isolated to the fractured inner coil.